Manufacturer narrative:
The lift has been in service for 9 years and is no longer in warranty. The user alleges, during a transfer, the lift tipped and the user required 3 staples from the boom impacting them during this incident. Nature of complaint suggests a potential transfer error. Device service and maintenance history is unknown. Current user guide covers proper transfer methods. MDR filed based on alleged serious injury.

Event description:
The consumer was being lifted out of bed to a wheelchair when the lift allegedly tipped to the side, causing the mast to hit the consumer in the head. Serious injury is alleged.